Event description:
Customer reported high blood glucose while wearing his insulin pump. Yesterday, customer's blood glucose was 600 mg/dl. Today, his blood glucose was 554 mg/dl and he treated with the device an hour ago. Currently, customer's blood glucose is over 600 mg/dl again. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the high pressure test. Customer was advised the device is working as designed and to monitor his blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.